Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display, a cracked battery compartment and intermittent functionality of all keypad buttons due to contamination under the key contacts. This report is made based on results of investigation completed on 11/20/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the display was found to be dim with a pink contrast. The battery compartment was observed to be cracked from the top to the case seal along the left side to the grip pad. The audio bolus button was found to be partially lifting off and detached from the pump¿s cover but the audio bolus button worked normally. The keypad cover was found to be thinning; all buttons were found to be intermittently responsive to testing due to contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).